Event description:
During the initial implant of this lead, physician sutured the lead using the suture sleeve. After tightening the sleeve, sensing stopped completely. Physician resutured lead and closed pocket. When the device was interrogated the next morning, the lead was found to have dislodged. No further surgical intervention or adverse patient side effects were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.